Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling balloon and a 4.0mm x 15mm wolverine peripheral cutting balloon were selected for use. During the procedure, at first inflation, it was noted that both balloons ruptured when pressure applied. The devices were removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.